Manufacturer narrative:
Additional narrative: part 03.226.041, lot 2387984: release to warehouse date: july 30, 2008. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the investigation has shown that the tip of the screwdriver is broken off as complained - approximately 4mm of the tip are missing. The broken off fragment was not returned for investigation. The review of the device history record revealed that this instrument was manufactured in the july 2008 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Diameter of the shaft was measured just below the broken area. Outer diameter is within the specifications, inner diameter could not be verified due to the damage incurred. The screwdriver is made from stainless steel (1.4123). The hardness parameters were checked at the time of manufacturing for and found to be good. No manufacturing related issues that would have contributed to this complaint were found. This instrument is nine years old. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Unknown date in 2017. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery when trying to insert the head of the screw through the sleeve using a cannulated t15 screwdriver, the tip of the screwdriver broke. The broken pieces had to be removed by widening the incision; all the broken pieces were removed. There was a surgical delay of about five (5) minutes. The procedure was completed successfully. Concomitant reported part: 4.5 hcs screw (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(6).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.